Event description:
Patient with heartware therapy for 13 months presents with hemolysis and alternation in ventricular assist device (vad) performance in the setting of subtherapeutic international normalized ratio (inr) of 1.6. Tissue plasminogen activator (tpa) intervention was attempted and had to be aborted when patient experienced significant hemoptysis during infusion. Hemolysis and vad performance continued to decline ultimately requiring heartware vad exchange via left thoracotomy.